Event description:
It was reported that the hand held screen froze following successful interrogations of several vns patients devices following the software version upgrade. Soft resets were performed and temporarily resolved the frozen screen issues. Additionally, it was reported on october 30, 2007 that the screen froze at the parameters screen following a successful interrogation. This frozen screen was also temporarily resolved following a soft reset. A new hand held was requested by the site. Attempts to obtain the non-working hand held and software for analysis are underway, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.